Event description:
It was reported, the patient presented in clinic for follow up. Upon interrogation, it was discovered, the right ventricular lead exhibited a loss of capture and low pacing impedance. The impedance anomaly triggered a polarity switch. And extracardiac stimulation leading to patient discomfort. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were muscle stimulation, failure to capture and low pacing lead impedance. The reported events of failure to capture and low pacing lead impedance were confirmed. A partial lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual examination found the outer coil bent and the inner insulation was breached at the suture sleeve tie region consistent with damage caused by overtightened suture. The cause of the reported events was isolated to the breached inner insulation due to suture tie down forces.